Manufacturer narrative:
The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot number conforms to all applicable product specifications. Device evaluation: the device was returned to the wayne complaints lab for evaluation. No signs of blood / tissue residue were observed. Minor surface marks/scuffing indicating repeated clinical use were observed. The pivot function was evaluated by turning the pivot knobs clockwise to pivot the arms and counterclockwise to return the arms to the starting position. When the device was positioned with the drive teeth toward the operator, the knob that turned the pivot arm on the right side was able to pivot the arm, however the arm was slightly loose and able to be moved. There was "play" in the arm when the knob was turned fully counterclockwise. Based on the results of the evaluation, the reported complaint for "screw/pivot arm not properly working" was able to be confirmed. The device was evaluated by the manufacturer to identify root cause. The manufacturer reported that "the retractor has been evaluated and it was determined that the thumbscrew was excessively worn (from wear/tear after repeated use), which caused the pivoting function to become impaired." The root cause is normal wear and tear during repeated use.

Event description:
The hospital reported that during a coronary artery bypass procedure, mira-I cs retractor body screw did not work properly when turning in order to tilt the blades. Device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. When turning the screw in order to tilt the blades of our mira-I retractor body. It seems that one of the screw doesn't work properly. When you tilt it against resistance the screw blocks before end of its course. If you reproduce this movement without resistance, it blocks also but you can notice some movement of the distal arm of the blade support. Maybe, one of the side screw/rivet is not enough or not properly screwed and I would like the manufacturer to check and fix this problem. No patient were injured or no other issue happened during operation but the surgeon awarded me about that. The device is in the hospital from less than 1 year ((B)(6) 2015).

Manufacturer narrative:
Update 03/29/2016 (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Update 03/15/2016 12:22 pm ((B)(4)): the hospital reported that during a coronary artery bypass procedure, mira-I cs retractor body screw did not work properly when turning in order to tilt the blades. Device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. ******************************************************************************************* update 03/15/2016 11:42 am: when turning the screw in order to tilt the blades of our mira-I retractor body. It seems that one of the screw doesn't work properly. When you tilt it against resistance the screw blocks before end of its course. If you reproduce this movement without resistance, it blocks also but you can notice some movement of the distal arm of the blade support. Maybe, one of the side screw/rivet is not enough or not properly screwed and I would like the manufacturer to check and fix this problem. No patient were injured or no other issue happened during operation but the surgeon awarded me about that. The device is in the hospital from less than 1 year ((B)(6) 2015).